Event description:
It was reported by the customer, the wire actually broke within the needle. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regp0146 showed one other similar product complaint(s) from this batch number.